Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10853557.

Event description:
It was reported that the patient experienced uncomfortable stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue. It is unknown which lead caused uncomfortable stimulation.